Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported there was a hole in the PICC line. The incident occurred during use. Patient came in for care and maintenance on 27/6. When flushing the PICC line, it leaks with saline and a little blood comes from the injection site. A decision is made to withdraw the PICC line. A clear hole is seen 5cm from the 0-marking. The patient is doing well but has had several PICC-line insertions and is now getting another one. The patient has had two treatments (cytotoxic) with a pump in the PICC line that he received (B)(6) 2023.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a tear in the catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 6cm marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported there was a hole in the PICC line. The incident occurred during use. Patient came in for care and maintenance on 27/6. When flushing the PICC line, it leaks with saline and a little blood comes from the injection site. A decision is made to withdraw the PICC line. A clear hole is seen 5cm from the 0-marking. The patient is doing well but has had several PICC-line insertions and is now getting another one. The patient has had two treatments (cytotoxic) with a pump in the PICC line that he received (B)(6) 2023.